Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/31/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the returned sample determined that it was received, one detached needle and suture that pertain to the product code j311h. Upon visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was noted. The suture was examined along of the strand and the insertion mark could be observed. The force used to detach the needle from the suture could not be determined. A functional test was performed using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/26/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: "in event description mention ""then the needle flied", could you please clarify where did the needle fall? If the needle fall in body's patient. The needle fell into the patient. Was the needle piece removed from the patient during the same procedure? Yes. Were x-rays taken to locate the needle? No. Was any other tissue damaged as a result of searching the needle? No. What is the lot number? Semrsb.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2023 and suture was used. During the procedure, the suture was detached from the needle with use, then the needle flied. The needle fell into the surgical field, but it was quickly found. There were no adverse consequences to the patient. Additional information was requested.